Event description:
Ous MDR - after an implantation time of about 38 months, oversensing without shock deliveries was reported. The lead was not returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead complained about was not returned for analysis. Therefore, this report only refers to the analysis results of the follow-up data from the ICD that were made available. Several episodes with interference signals in the ventricular channel could be detected. Matching the clinical complaint, the interference signals led to repeated charge processes without shock delivery. The clinical observation could be confirmed during the analysis of the follow-up date of the ICD. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. If additional relevant information or the device itself should become available, please send these also to us. The incident will then be updated accordingly.

Manufacturer narrative:
In the returned state, the lead was destroyed. The lead had been cut through 22 cm distal of the is-1 connector pin, probably with a scalpel. Both parts of the lead were returned for analysis. It was noted during the analysis that the insulation was damaged by fraying in the distal section of the lead. This damage can with high probability be regarded the cause of the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of this damage lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationship of the lead in the implanted state were not available for analysis. In addition, the lead body was squashed in the area of the lead fixation sheath, which indicates that the ligature thread was tightened too much on the lead fixation sleeve. There were no indications of material defects or manufacturing errors.